Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The endurant stent graft was originally implanted within a previously implanted stent graft from another manufacturer. It was reported that a follow-up CT approximately one month post index procedure showed there was a type ia endoleak. The physician stated the cause of the event is unknown. There was little contrast in the aortic sac initially but a clear late blush. The physician stated that it was possible type ii leak from the ima or a posterior leak at the proximal seal zone and aptus staples were the best option to close the gap. The physician implanted six heli fx anchors around the proximal 5mm of fabric and four in 5-10 zone. Four on each lateral wall using lao and rao of 30 and 45 degrees and two straight posterior. The intervention was successful and the physician was satisfied with the accuracy of the anchor placement. The physician cannulated the sma and performed a run to test the patency with the ima. This run showed a major blush into the sac and the physician stated that this was the likely source of the leak . The physician then accessed the ima through the marginal artery and injected onyx glue to embolize the ima. The final run indicated successful results and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.